Event description:
It was reported during cleaning the tip of the fenestrated bipolar maryland instrument was found to be charred. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found both yaw pulleys have charring at the grip base and the inner mating surfaces above the cable crimp. Material has been removed from yaw pulleys due to burning. Engineering concluded the damage is likely caused by repeated or prolonged activation of cautery without tissue between grips. High generator settings may also contribute to melting. Engineering also observed that the distal end of main tube has a 2.75 inch long section directly above the proximal clevis with material removed on one side of the tube. The damaged area is parallel to tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Add'l investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if add'l info is received.